Manufacturer narrative:
(B)(4). Field safety technician was sent out for investigation the device according to the service order (B)(4). The rotaflow control board has been found as defective. The rotaflow control board (701034051) has been replaced. Additional functional check and safety test have been performed. The unit has been returned to clinical service. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
It was reported that the alarming "error" displayed on the rotaflow console during start up of device. After receiving new information from the field safety technician about the incident it was the error message "head error" which are stated. (B)(4).